Event description:
Approximately fourteen months post index procedure a report of restenosis was received for this patient from the left main study involving the target lesion. The specifics of how this event was treated is unknown.